Event description:
Guide wire was advanced to the target lesion. Intravascular ultra sound (ivus) was performed; however, before reaching the target lesion, some resistance was felt. The guide wire was removed from the guiding catheter and was found to be separated. The separated tip of the guide wire was recovered in the short monorial of ivus and the shaft was recovered. No pt injury reported.